Event description:
It was reported that a shaft break occurred. The physician began to introduce a 2.5x15mm nc quantum apex mr balloon catheter when it was noted that the shaft was broken in the middle. The catheter was successfully removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by manufacturer: the device was not returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).